Event description:
Boston scientific received information that during an upgrade procedure to a cardiac resynchronization therapy defibrillator both the right atrial and right ventricular leads were stuck in header of the device. The physician had to clip the back of connector to get the leads out of the header. Both the leads were able to be implanted with the new device. No adverse patient effects were reported as a result of the upgrade procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the pacemaker header revealed that both ventricular setscrews were fully retracted. The setscrews both moved freely with no binding throughout testing. Both an is-1 gauge pin and an is-1 lead were inserted into and retracted from the header without difficulty. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed, and again, normal device function was observed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding were found in both the atrium and ventricle channels of the inner seals.